Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high blood glucose level and the insulin pump had critical pump error. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer was treated with insulin pen. The customer was unable to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will not be returned for analysis.